Manufacturer narrative:
(B)(4).

Event description:
It was reported that the data was missing on the transmission. Review of transmission confirmed diagnostic anomaly. Programming changes were suggested. No further information was available.

Event description:
New information received notes that data was now available and there were no further problems with obtaining data. Programming changes were not made.